Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of the insulin pump need to press hard to make them respond. The connection to the battery could not work. The copper piece fell of under the battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.